Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The display lens assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer. Physio-control further evaluated the removed assembly and determined that the cause of the reported problem was due to misaligned foam spacer on the display lens assembly.

Event description:
It was reported that the foam around the display assembly on the device had migrated up and was blocking critical info at the bottom of the display. There were no reports of pt use associated with the reported failure.